Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: not observed.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "concerned with textured implants". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "concerned with textured implants". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "concerned with textured implants". This record is for the left side. Device was explanted.